Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The customer was able to troubleshoot and resolve the problem reported. The facility did not request service. No additional info was obtained in relation to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional related reports for this sys. While it is not entirely conclusive, based on the investigation results above, the most likely cause of the reported event is user handling. (B)(4).

Event description:
A surgical technician reported that there was no reflux during a procedure. There was no other info provided. Additional info has been requested, but not received as of this date.